Event description:
A patient, (B)(6) at the time, was admitted to the hospital (B)(6) 2013 for a cesarean section. The cesarean section was described as "completely uncomplicated", and resulted in the delivery of a healthy, male infant at 2:48 p.m. On (B)(6) 2013. During the evening of (B)(6) 2013 and early morning hours of (B)(6) 2013, the patient began experiencing vaginal bleeding with clots noted. During the early morning hours of (B)(6) 2013, the plan was to transfer patient to the operating room for dilation and curettage (d and c) to remove any remaining clots. The attending anesthesiologist for the surgery, did the pre-anesthesia assessment on the patient. On the pre-anesthesia assessment done at 7:10 a.m. The attending anesthesiologist noted that the airway exam was normal, no possible intubation problems were noted, the heart rate was normal, the lungs were clear, the patient's asa classification was iie, the pre-operative hemoglobin was 6.5, and a general anesthetic was planned. The first attempt to intubate the patient was initiated at approximately 7:15 a.m. By a certified registered nurse anesthetist (crna) who was acting under the supervision of the attending anesthesiologist, but was unsuccessful. The attending anesthesiologist took over the second attempt to intubate the patient, which was unsuccessful. A third attempt by the attending anesthesiologist to intubate the patient was also unsuccessful. The attending anesthesiologist requested a glidescope to provide a better view of the patient's airway and tube placement. The fourth attempt to intubate the patient this time with a glidescope, was unsuccessful because image on the screen to be totally blurry, according to the attending anesthesiologist. An alternate glidescope was obtained and a 7 mm endotracheal tube was successfully placed during the fifth attempt to intubate the patient. During the lengthy time period that it took to intubate the patient, she did not receive adequate ventilation. She became hypotensive and bradycardic. Chemical resuscitation and a "code blue" were initiated. According to the attending anesthesiologist, due to post-resuscitative normal vital signs, the decision was made to proceed with the d and c. The surgery began at 8:15 a.m. And was completed at 8:21 a.m. Following the surgery, the patient was taken to the intensive care unit (ICU), where neurology was consulted. A MRI of the brain showed diffuse hypoxemic ischemic encephalopathy, a brain injury caused by oxygen deprivation. The patient never recovered to a functioning level from her brain injury. She required tracheostomy and percutaneous endoscopic gastrostomy (peg) tube placement. Diagnostic testing and serial neurologic examinations confirmed that the patient was in a persistent vegetative state due to her brain injury.

Manufacturer narrative:
Device evaluation summary: user facility biomedical technician was unable to reproduce the reported issue. Verathon device evaluation identified green lines and static on the display. The malfunction was caused by a faulty input connector. The device was repaired and returned to the user facility. Further investigation is being conducted.